Event description:
During placement of two right iliac artery stents, the balloon ruptured during placement of the second stent. Injection of saline into the balloon resulted in deployment of the stent, however, the stent had migrated distally approximately 1cm. A third stent was placed between to cover the gap between the first and second stents. The procedure was completed successfully and there were no patient complications involved. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed. Microscopic examination revealed a pin-hole leak 2mm proximal to the distal ro marker. Scratches were noted on the balloon surface. A chatter like mark was present on the shaft. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was used to expand another MFR's stent in the vasculature. This is a non-indicated use of this device. Co believes the above factors may have contributed to this event. Directions for use state: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Certain sizes of the balloon dilatation catheters are also indicated for deployment of the device and the balloon-expandable stents for the biliary system...any use for procedures other than those indicated in these instructions is not recommended."